Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the "device not responding" was determined and most likely caused by the patient¿s husband not having the communicator over the patient¿ implant. When asked what steps were or will be taken to resolve this issue they stated that they instructed the husband over the phone and we were able to connect to the internal battery. The rep also walked the husband through activating and deactivating MRI mode as the patient was scheduled for an MRI in the next few days. This issue was resolved. They also stated that the cause of the unable to turn unit off was determined and that the most likely cause was a miscommunication from the patient services line as they told the husband the patient¿s implant was on the opposite side, therefore they did not actually have the communicator over the implant when attempting to connect. This issue was resolved. When asked about the cause of the "suspicion some damage occurred to ins" they stated that it was determined and no damage occurred. This was the result of a miscommunication. The issue was resolved the day of the original email 4/28 when the rep spoke with the patient¿s husband on the phone. They also noted that the fall had no impact on the device.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event does not meet the reporting requirements stipulated in 21 cfr 803. Note that the h.6. Codes have been updated to reflect the new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient is at MRI appt needing scan. Hcp reports device not responding message. Prior to calling, hcp noted that all the equipment is charged up (the handset is at 80% specifically), they have tried to connect to ins in a few different locations in the clinic and they have already tried powering both the handset and communicator off and back on. Hcp also stated that patient was able to connect to ins yesterday when they tried. Tss asked if hcp can feel the ins in the body to ensure correct position and hcp stated yes, "it sticks out". Troubleshooting performed during call: repositioned communicator over ins, ensured airplane mode is not on, ensured hcp is using correct app and had pt change positions. Issue not resolved. Received call from patient representative, who said they were unable to turn patient' unit off for MRI. MRI tech, also on the call and said they just got off the phone with someone from manufacturer. They had just tried calling nas. MRI tech powered on external equipment and attempted to connect again without success despite doing all steps correctly. MRI tech confirmed patient representative was able to last connect to the ins 2 days ago, then commented that patient fell yesterday. MRI tech said patient fell on the opposite side of the implant site, but did mention earlier in the call that patient was very small and battery outline was easily visible under the skin. Agent reviewed possible damage could have resulted from the fall. Agent reviewed MRI scanning guidelines. MRI tech said they would like to talk to patient first before attempting to contact rep. The patient cannot turn off implant and went for MRI yesterday but could not activate it. Caller repeated patient had a fall yesterday morning and there is suspicion that maybe some damage occurred to the implant. Caller stated they are trying to get in contact with rep and was advised to coordinate. Agent reviewed role of rep and process to contact rep. Agent sent email to reps to provide visibility to the situation and due to urgency of request as caller stated patient needs MRI scan. Redirected caller to hcp to coordinate appointment with rep.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.